Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while on the ilet, with blood glucose levels reaching 500 mg/dl over approximately two days, leading the healthcare provider to direct transition to multiple daily injections using insulin pens; device logs later showed a single restart alarm corresponding to a consecutive stalled motor event. Symptoms included not feeling well. Outcomes included use of back-up insulin therapy and no hospitalization or professional medical intervention beyond consultation with the provider. Investigation included review of uploaded device logs and troubleshooting education covering potential infusion site leakage, cartridge issues, and fill procedure. Investigation of the returned device revealed a recorded consecutive stalled motor event consistent with a device malfunction that could impede insulin delivery.